Event description:
Manufacturer report number 3006705815-2019-02149. Manufacturer report number 3006705815-2019-02150. Manufacturer report number 1627487-2019-06670. Manufacturer report number 1627487-2019-06671.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
Manufacturer report number: 3006705815-2019-02149. Manufacturer report number: 3006705815-2019-02150. Manufacturer report number: 1627487-2019-06670. Manufacturer report number: 1627487-2019-06671. It was reported that infection issue was observed where it started at the anchor site and the entire device system was infected. Patient was taking oral antibiotics. The entire device system was explanted as a result to resolve the issue. Infection is clearing post explant procedure. There were no complications during the procedure.